Event description:
Caller alleged imprecision with inratio meter. Results as follows: pt#1: first test inr = 5.3(meter 1), second test inr = 4.3(meter 2); pt#2: first test inr = 2.2(meter 1), second test inr = 1.1(meter 2).

Manufacturer narrative:
Inratio precision data provided by end-user lot 070299: pt#1: first test inr =5.3(meter 1), second test inr = 4.3(meter 2), mean = 4.8; sd = 0.7; %cv = 15%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time. Inratio precision data provided by end-user lot 070299: pt#2: first test inr = 2.2(meter 1), second test inr = 1.1(meter 2), mean = 1.65; sd = 0.77; %cv = 47%. The %cv is greater than 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested when returned.